Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the patient experienced diaphragmatic stimulation due to the left ventricular (lv) lead. The lv lead was re programmed and remains in use. The patient is enrolled in the (B)(4). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead is inactive and has been replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient complained of constant muscle twitching and pain on the thorax. It was found the left ventricular (lv) lead was causing phrenic nerve stimulation. The lv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.